Event description:
Related manufacturing reference number: 2017865-2021-34986, related manufacturing reference number: 2017865-2021-34987, related manufacturing reference number: 2017865-2021-34989. It was reported that the patient presented with an infection two months after implant. The biventricular implantable cardioverter defibrillator, right ventricular, right atrial, and left ventricular leads were explanted. The patient was in stable condition.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.